Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported during the follow-up after implantation, the patient experienced chest pain while breathing. A chest x-ray performed discovered the lead had dislodged into the right ventricular apex and increased pericardial effusion. The lead was explanted and replaced. The patient was discharged.